Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013. Discrepancy noted: date(s) of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis. Fallopian tube, left and essure coil, salpingectomy: segment of benign fallopian tube; medical hardware (coil). Fallopian tube, right and essure coil, salpingectomy: segment of benign fallopian tube; medical hardware (coil). Ovary, right, cyst, excision: ovarian tissue with apparent collapsed cystic follicl d. Endometrium, curetting¿s: endometrium with pseudodecidualized stroma and atrophic glands consistent with progestin effect. Fragments of endometrial polyp. Negative for hyperplasia or malignancy. Gross description- a. Received in formalin labeled left fallopian tube and essure coil is a 5.3 cm in length x 0.6 cm in diameter intact and grossly recognizable portion of a distal fallopian tube. The serosa is purple-brown and smooth. There are no adhesions or para tubal cysts. The fimbria are villous and unremarkable. Sectioning reveals an unremarkable villous lumen. Received separately within the container is a stretched out portion of silver, coiled metallic wire that is approximately 7.0 cm in length x 0.3 cm in diameter. The fallopian tube is represented in cassette a1. Received in formalin labeled right fallopian tube and essure coil is a 4.3 cm in length x 0.7 cm in diameter intact and grossly recognizable portion of a distal fallopian tube. The serosal surface is purple-brown aj]d smooth. There are no paratubal cysts or adhesions. The fimbria are villous and unremarkable. Sectioning reveals an unremarkable villous lumen. Received separately in the container is a coiled segment of metallic wire that is approximately 8.5 cm in length x 0.3 cm in diameter. The fallopian tube is represented in cassette b1. C, received in formalin labeled right ovarian cyst are two tan-brown, irregular, cauterized tissue fragments that are 2.8 x 1.7 x 0.7 cm in aggregate. No anatomic structures are grossly identifiable. Sectioning reveals a tan-brown, glistening cut surface. The tissue is sectioned and entirely submitted in cassette c1. D. Received in formalin labeled endometrial curettings is approximately 6.5 ml of tan, soft tissue and red-brown hemorrhagic material.. Lot number: a34126. Manufacturing date: 2012-07. Expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013 discrepancy noted: date(s) of removal: (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis a. Fallopian tube, left and essure coil, salpingectomy: segment of benign fallopian tube; medical hardware (coil) b. Fallopian tube, right and essure coil, salpingectomy: segment of benign fallopian tube; medical hardware (coil) c. Ovary, right, cyst, excision: ovarian tissue with apparent collapsed cystic follicl d. Endometrium, curetting¿s: endometrium with pseudodecidualized stroma and atrophic glands consistent with progestin effect. Fragments of endometrial polyp. Negative for hyperplasia or malignancy gross description- a. Received in formalin labeled left fallopian tube and essure coil is a 5.3 cm in length x 0.6 cm in diameter intact and grossly recognizable portion of a distal fallopian tube. The serosa is purple-brown and smooth. There are no adhesions or para tubal cysts. The fimbria are villous and unremarkable. Sectioning reveals an unremarkable villous lumen. Received separately within the container is a stretched out portion of silver, coiled metallic wire that is approximately 7.0 cm in length x 0.3 cm in diameter. The fallopian tube is represented in cassette a1 b. Received in formalin labeled right fallopian tube and essure coil is a 4.3 cm in length x 0.7 cm in diameter intact and grossly recognizable portion of a distal fallopian tube. The serosal surface is purple-brown aj]d smooth. There are no paratubal cysts or adhesions. The fimbria are villous and unremarkable. Sectioning reveals an unremarkable villous lumen. Received separately in the container is a coiled segment of metallic wire that is approximately 8.5 cm in length x 0.3 cm in diameter. The fallopian tube is represented in cassette b1. C, received in formalin labeled right ovarian cyst are two tan-brown, irregular, cauterized tissue fragments that are 2.8 x 1.7 x 0.7 cm in aggregate. No anatomic structures are grossly identifiable. Sectioning reveals a tan-brown, glistening cut surface. The tissue is sectioned and entirely submitted in cassette c1. D. Received in formalin labeled endometrial curettings is approximately 6.5 ml of tan, soft tissue and red-brown hemorrhagic material.. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received. Reporter information updated. Lot number newly added. Event medical device removal updated to new event pelvic pain. New events added- dysfunctional uterine bleeding, right ovarian cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.